Manufacturer narrative:
Na

Event description:
The customer's caregiver reported receiving a result of 4.5 inr at 8:55 am while using her coaguchek xs meter (serial number (B)(4)). It was reported that she retested on her meter at at 8:59 am she received a result of 3.3 inr. Each sample was from a different finger. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin. She does not have any antiphospholipid antibodies. She is on a new antibiotic as she is taking clindamycin. She has not had any changes in her diet. There was no adverse event. The suspect device was requested to be returned and the replacement device was sent. The relevant retention test strips (lot 29398621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.